Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration event occurred during hemodialysis therapy with an ak 96 machine, described as "the dialysis patient set 800ml of ultrafiltration, but the actual output was 1400ml, 600ml more". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was inspected on site by a qualified technician. The technician recalibrated the machine ultrafiltration (uf) unit and dialysate flow. Additionally, adjustments were made to the wiring of the uf unit. A service history review was performed and found that the device has been serviced within the last 24 months for four (4) similar issues. All required service actions were completed in the last service cycle. The reported condition was verified. The cause of the condition was the out of specification uf unit which was calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.